Event description:
It was reported that a clearlink secondary medication set was observed to experience a backflow. After the secondary set was done infusing the nurse unclamped the primary set. The unknown solution flowed from the primary bag back up into the secondary bag. The infusion was being run on a sigma spectrum pump. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not received and the lot number is unknown, a sample analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.